Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the distal end of the white sheath of a 6/7f mynx control vascular closure device (vcd) was split and bunched up and the sealant was exposed prior to use. Another unknown mynx device was used to complete the procedure. There was no reported patient injury. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was no presence of pvd / calcium in the vicinity of the puncture site. The user is trained to the device. The device was stored and prepped according to instructions for use (IFU). The device was removed from the package according to manufacturer instructions. The device was inspected for damages when removed from the package and the balloon was tested. There were no damages noted to the packaging or device at that time. The sealant sleeves (cartridge assembly) were not out of position. There were no damages noted to the sealant sleeves (cartridge assembly). There was no exposure of the sealant to bodily fluids as it was noticed damaged before insertion. An antegrade approach was used. A 6f 10cm -cordis sheath was used. Other procedural details were requested but were not provided. The device will be returned for analysis.

Manufacturer narrative:
Complaint conclusion: as reported, the distal end of the white sheath of a 6f/7f mynx control vascular closure device (vcd) was split and bunched up and the sealant was exposed prior to use. Another unknown mynx device was used to complete the procedure. There was no reported patient injury. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was no presence of peripheral vascular disease (pvd) / calcium in the vicinity of the puncture site. The user is trained to the device. The device was stored and prepped according to instructions for use (IFU). The device was removed from the package according to manufacturer instructions. The device was inspected for damages when removed from the package and the balloon was tested. There were no damages noted to the packaging or device at that time. The sealant sleeves (cartridge assembly) were not out of position. There were no damages noted to the sealant sleeves (cartridge assembly). There was no exposure of the sealant to bodily fluids as it was noticed damaged before insertion. An antegrade approach was used. A 6f 10cm cordis sheath was used. Other procedural details were requested but were not provided. Visual inspection of the device showed that one non-sterile 6/7f mynx control vascular closure device was returned for investigation. The inspection revealed that button 1 was not depressed and button 2 was also not depressed. The stopcock was found in the open position with a cordis mynx syringe attached to the unit. The sealant was present in its manufactured position, fully covered by the sealant sleeves. Regarding the condition of the sealant sleeves, a frayed/split/torn condition was observed. Additionally, the catheter sheath introducer (csi) was not returned for this evaluation. The balloon was deflated, and the core wire was present, while the atraumatic tip did not show any damage or abnormal condition. No additional anomalies were observed during this analysis. A dimensional analysis could not be executed due to the frayed/split/torn condition of the sealant. The catheter working length was verified and noted to be within the defined parameter. The dimension was obtained using a calibrated ruler. Per functional analysis, a simulated deployment test was performed to ensure functionality evaluation. The unit worked as intended, deploying the sealant and retracting the balloon respectively when button 1 and button 2 were depressed. The reported event of ¿sealant sleeves (cartridge assembly)-frayed/split/torn¿ was observed through analysis of the returned device. However, the reported event of ¿mynx control system-deployment difficulty-premature¿ was not observed as the sealant was present in its manufactured position, fully covered by the sealant sleeves. The exact cause of the issues experienced by the customer could not be conclusively determined during analysis. Based on the information available for review and the product analysis, prepping/handling factors possibly contributed to the damaged sealant sleeves noted since it was reported that the issue was found prior to insertion. It should be noted that the mynx control device is manufactured with the sealant sleeve assembly at the distal end of the catheter cartridge tubing. The sealant sleeve assembly is assembled with 2 side slit overlapping sleeves. The sealant is placed right under the sealant sleeve assembly and is protected from being exposed prematurely. The slits are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the product analysis, nor the available information suggest that the issue experienced by the customer could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.